Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed invalid data for the rate histograms, trending data and patient in formation. The patient information was reprogrammed back into the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated software errors. Analysis of the device memory indicated cardiac compass data was missing/invalid. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed invalid data for the rate histograms, the cardiac compass and patient information. The patient information was reprogrammed back into the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.